Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. The problem was reproducible and the faulty breathing control printed circuit board (pcb) was returned for investigation. No further issues have been reported. The evaluation of the received device logs confirms the reported technical error codes and stop of ventilation on september 09, 2021, six days before the reported date of event, apparently during ventilation. The date of event will be updated accordingly. The visual inspection of the returned control pcb showed no anomalies. When installed in the reference ventilator the ventilator wasn't responsive. It was not possible to start ventilation. A later system software could be installed and then the reported communication error was obtained at startup. Electrical measurements showed that the can communication from the control pcb with other units was deficient. The conclusion is that the reported problem was caused by a hardware problem with the returned control pcb.

Event description:
Manufacturer's ref #: (B)(4).